Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00179. It was reported the pt (B)(6) lost stimulation. Impedance issues were observed during diagnostic testing. Surgical intervention was undertaken to replace the pt's lead and effective stimulation was recaptured as a result. The physician suspects the reported issue stemmed from a fixation problem with the lead and lead anchor.

Manufacturer narrative:
Eval results: microscopic inspection revealed a kink with all broken wires 15.5 cm from the stimulation end. As there was no breach of the outer tubing of the lead, the damage is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.